Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 3.0 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found struts on the proximal end of the stent were undamaged, the remainder of the struts are pulled and stretched distally over the distal tip. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis. Based on the specified stent protector profile and the max crimped stent profile, there is no issues to note with the interaction between the two components. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon. A 3.00x38 synergy¿ drug-eluting stent was selected for use. During unpacking, it was noted that the stent was displaced on the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent moved on balloon. A 3.00x38 synergy drug-eluting stent was selected for use. During unpacking, it was noted that the stent was displaced on the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.